Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection of the returned pump found the tamper seals intact. No physical damage was noted during observation. A review of the pump event history log found evidence of no disposable and high pressure alarm messages in the history. Functional testing was performed using the battery loss alarm test. The pump passed this test, alarming at 2 minutes 28.93 seconds. The reported problem was not duplicated during testing; however, fluid ingression was found on the pump by the chassis base of the downstream occlusion sensor which caused the issue. The root cause of the reported issue was found to be the fluid ingress was user induced as a result of the customer's improper cleaning of the pump. Actions were taken to mitigate the reported issue: it was recommended that the downstream occlusion sensor be replaced.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was no alarm at cassette removal. There was patient, or clinician injury associated with these occurrences. This occurred during testing. No further details provided at this time.